Manufacturer narrative:
Updated fields: a1, a3, b4, b5, d5, e2, e3, g3, g4, g7, h2, h6, h10. A getinge service representative stated that the reported issue was reproducible. The monitor could not display anything but only a white screen. After replacing the video receiver board repairs were completed and that the iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the video receiver board and the display control board for the cs100 intra-aortic balloon pump (iabp) had failed after being replaced two months ago. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A fault code was observed by a getinge authorized distributor's field service engineer (fse) upon evaluation of the iabp unit. The fse suspected that the video receiver board was faulty, and replace the part. The iabp unit has not been released to the customer and cleared for clinical use yet. A supplemental report will be submitted upon completion of the repairs.

Event description:
It was reported that the video receiver board and the display control board for the cs100 intra-aortic balloon pump (iabp) had failed after being replaced two months ago. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.